Event description:
It was reported that, "unable to access any pt info or explanted device which was removed due to sepsis."

Manufacturer narrative:
Summary of eval: the root cause of the pt's revisions could not be determined as no device info was provided. Pt medical records and operative reports were not made available for eval. It is likely that the event is not device related, but rather is related to other clinical factors that cannot be determined with the info provided. If additional info becomes available then it will be submitted in a supplemental report.